Manufacturer narrative:
A sample lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A site director reported that after an intraocular lens (iol) was implanted, it rotated off axis. The lens was repositioned. The lens rotated off axis again. Lens was then exchanged for a monofocal lens approximately one month after it was initially implanted. In a follow up, the director reported that the event resolved and the patient is stable.